Event description:
It was reported that the pump alarmed cassette not attached whenever the latch was closed. The issue occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the cassette alarmed whenever the latch was closed¿ was confirmed by checking event log and seeing the cassette alarm reading and seeing over 200 downstream occlusion alarms. The probable cause was unknown. Replaced the downstream occlusion (dso) sensor and seal. Calibrated dso. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.